Event description:
The patient's mother spontaneously reported they lost 8ml of infusion from the tubing leaking. The pharmacist was calling the manufacturer to advise. No additional adverse events or side effects were mentioned due to product issue. Lot and expiration date are unknown. Unknown if patient still has product on hand. No further information was provided. Reported to (B)(6) by: patient/caregiver.